Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for spinal pain. Information was reported that the patient's spinal cord stimulator (scs) never really worked for her, and she couldn't get it working right and it felt uneasy with it. The patient stated she made the decision to have it removed, so it was explanted 2-3 years ago. The patient stated she was unsure if the lead was removed. The patient inquired about donating external equipment. No further information was reported. No additional patient symptoms were reported.

Manufacturer narrative:
Correction, please correct to "adverse event". If information is provided in the future, a supplemental report will be issued.